Event description:
It was reported to philips that a geometry power supply failure caused no c-arc movement on a allura xper fd20/10 & fd20/20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the spp power supply x00001b and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).